Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance. The ra lead had been programmed off and was further explanted and replaced when the patient needed an upgrade as there was not enough space to include an additional required lead as part of the upgrade. No patient complications have been reported as a result of this event.